Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 448 mg/dl at the time of event. The customer stated they went to calibrate but insulin pump not giving the option to calibrate. Customer was declined to troubleshooting for high blood glucose and already administered manual injection. The insulin pump will not be returned for analysis.